Event description:
It was reported that the patient received a blood glucose result of 215 mg/dl that was inconsistent with the patient's symptoms of dizziness and sweating. The patient's mother treated the patient with insulin (unknown amount).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.